Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection reported defects to the outer casing. The functional evaluation found that the device was unable to start up and was not able to charge, establishing a relationship with the reported event. The root cause was identified as a failed main power inlet circuit board. The internal cable supplying the keypad was found to be loose, it is not possible to determine the exact cause of how this occurred. However, factors that are known to contribute to this type of issue, included component failure mishandling, drop damage, and improper storage. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to connector j13 on main board being broken. Additional to this the device was not able to start up correctly and was not free from critical errors due to the keypad cable being loose. No patient harmed, and no injury reported because this was found during service and repair.